Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unk because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3&4), use the same output circuitry involved in the generation and delivery on stimulation. See figure 2. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery an electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. The unit meets all manufactures specifications.

Event description:
The patient was receiving her last interferential electrotherapy treatment with combination hot pac head therapy for lower back pain when the pt complained of feeling a burning sensation in the area of treatment. The intensity of the ifc waveform was reported to be 35 and the temperature of the hot pac was no reported. The clinician paused to treatment and tripled the toweling around the hot pacs. The pt completed the treatment without further complaint. After the treatment the clinician noted a very small transparent mark on the pt's back in the area of the treatment adjacent to the electrotherapy electrode. The mark was not red. No blistering was noted. The pt refused treatment and indicated she was ok. The patient later called the manager and told her she had been burned and was going to see her physician. The nurse called the office manager and reported the pt had been seen but she felt the elderly pt had been applying the wrong medication to her burn, making it worse.